Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Common device name: additional names: exd irrigator, ostomy. Procode: additional product codes: exd. This report includes information known at this time. A follow-up report will be submitted should additional, relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that a chait percutaneous cecostomy catheter migrated. The device was required for a study procedure ((B)(4)) for treatment of fecal incontinence. On (B)(6) 2019, the patient had their previously placed cecostomy catheter exchanged for a cook cecostomy catheter. The new catheter was placed over a guidewire with contrast and fluoroscopy imaging during the procedure into the already made appendicostomy opening. The cecum was the target site. Contrast was instilled during the chait exchanged procedure. Saline was instilled throughout the duration of time the cecostomy catheter remained in place; however, the daily routine was not documented. On (B)(6) 2013, at the 30-day follow-up, it was reported that the patient experienced improvement of symptoms after device placement. On (B)(6) 2019 (66 days post procedure), the patient experienced a fever of 107, mild rhonchi, increased secretions, no hypoxia, and no shortness of breath. A chest x-ray was taken and was clear. A urine sample was obtained, and the patient was diagnosed with a urinary tract infection. As a result, the patient was started on acetaminophen and a combination antibiotic (sulfamethoxazole and trimethoprim). On (B)(6) 2019 (72 days post procedure), the patient experienced diarrhea. As a result, the type of antibiotic prescribed previous day was changed. On (B)(6) 2019 (152 days post-procedure), the patient experienced catheter migration within the body. The catheter was able to be pushed in by a care giver. The patient also experienced emesis, diarrhea, and fever at this time. An image of the chait was provided by the family and chart notes indicate that there is no sign of chait infection; the symptoms described are likely viral. Scheduling for routine chait replacement was also discussed. As reported, the patient did not experience any serious injuries or require any additional procedures due to this occurrence.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged or unavailable. Investigation ¿ evaluation: (B)(6) med. Ctr. (United states) notified cook on (B)(6) 2023 of an event on 18dec2019 involving a chait percutaneous cecostomy catheter (rpn: tdcs-100-m, lot: unknown). The customer stated that the patient experienced a catheter migration 152 days after placement. The catheter was pushed back in by the caregiver. The device was not removed or exchanged prior to six months post-procedure. Reviews of the documentation, including the complaint history, instructions for use (IFU) and quality control procedures of the device, were conducted during the investigation. The complaint device was not returned for evaluation; therefore, no physical examination could be conducted. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) identified process steps to ensure that nonconforming product does not leave the house. The customer did not provide the lot number for the complaint device. Cook reviewed the sales history for this customer and was unable to identify the complaint lot. The device history record could not be reviewed. Cook also reviewed product labeling. The IFU pamphlet, t_tdcs_rev7, packaged with the device contains the following in relation to the reported failure mode: precautions: instruct patient to read and understand the patient guide titled ¿caring for your temporary & chait trapdoor cecostomy catheters¿ prior to initial catheter introduction. How supplied: upon removal from package, inspect the product to ensure no damage has occurred. Evidence gathered from a review of the dmr, the IFU, no device history record, and no product return, cook was not able to find evidence the product was manufactured out of specification. Cook was not able to find evidence non-conforming material in house or in the field. Based on the information provided, no product returned, and the results of our investigation, a definitive cause for the failure could not be established. It is possible that the device was not maintained per instruction by patient. Patient activity and health could also have possibly led to this event. The appropriate personnel have been notified. Per the risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Correction: b7 this report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.